Event description:
A customer reported a cartridge alarm 20 that occurred during pumping. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The caller refused to load a new cartridge using the proper technique and requested to be transferred to another agent, which was facilitated by customer support.